Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5554-45 lead implanted: 2003 (B)(6). (B)(4).

Event description:
It was also reported that the ra lead was reprogrammed.

Event description:
It was reported that the right ventricular (rv) lead was reprogrammed due to oversensing and noise. The atrial lead also exhibited noise but intervention was not necessary. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise. There was apparent noise in ventricular high rate episodes.